Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the reported event cannot be conclusively determined through this investigation. Additional information regarding the event, including product return status, was requested from the account; however, none has been provided at this time. Heartmate 3 left ventricular assist system, (B)(4) was not returned for evaluation. The relevant sections of the device history records were reviewed and showed no deviation from manufacturing or quality assurance specifications. Although no specific adverse events or device-related issues were reported, heartmate 3 left ventricular assist system instructions for use, rev. C, outlines adverse events that may be associated with the use of the heartmate 3 left ventricular assist system, as well as normal pump operation. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient underwent a heart transplant on (B)(6) 2023.

Event description:
It was later reported that the patient was not elevated on the transplant list secondary to any device or therapy related issues. The device operated as expected.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.